Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. It was unable to perform any tests due to the blank display. The device was also received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and he could see fluid under the lcd screen. The customer explained that he went into the pool wearing the insulin pump. Blood glucose value was 112 mg/dl. He stated that the device did not have signs of physical damage. The insulin pump was replaced and returned for analysis.